Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the inner cannula was not easily engageable with the tracheostomy tube and unable to secure correctly. It was exceptionally difficult to turn the re-usable inner cannula into the locking position and took multiple people to get it to turn and lock in place. An inner cannula from another box was used to change it.